Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6) 2010, for investigation. Visual inspection revealed that the delivery tube had detached, the seal was in the tube, and the device was very bloody. Based upon this visual observation, the reported complaint "tube came off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if add'l info is obtained. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the delivery tube on the heartstring proximal seal system came off although it was measured accordingly. The doctor was extremely upset about why and how the improved product detached. The pt was bleeding and blood spilled into doctor's eye. Fortunately the pt is not infected. The reporter followed up regarding the amount of blood loss and stated, "it's hard to tell the volume of bleeding, but not that much since a blood transfusion was not required." There were no other pt effects reported. The user is very experienced. A new kit was opened to complete the procedure. The product was returned.